Manufacturer narrative:
H11: correction on g4. Correct aware date is 1/21/2020.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery systems (3), used in treatment, have been returned for evaluation. Visual assessment of the devices showed no suture or ts remain on the delivery needles but were returned. Examination of each construct showed the distal end of t1 has been broken off. T2 and the suture show no abnormalities. Each device actuator is in its t2 post-deployment indicating multiple trigger advancements. The devices were functionally tested for proper actuator advancement and cycling, each device functioned as intended. The reported non-deployment cannot be confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. The other two devices are going to be reported under the patient identifiers (B)(6).

Event description:
It was reported that the displacement mechanism of its polyethylene posts, which fix both suture poles, did not work. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Results of the investigation have concluded that part of the device (t1) has broken off during procedure, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.